Event description:
It was reported by the patient that they did not feel the cannula insert into the skin during pod application. Upon removal of the pod, the cannula was visible and observed to be bent and facing downward rather than being properly inserted into the infusion site. No adverse impact on the patient's blood glucose level was reported. The pod was worn for less than one hour. The affected pod was discarded. As treatment, a replacement pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.